Manufacturer narrative:
The user facility stated that bed exit had likely not been set at the time of the event, and indicated that nothing was needed from stryker related to the alleged event. User facility evaluated the unit and found no malfunction or defect.

Event description:
It was reported that a patient fell while exiting the bed, and reportedly subsequently passed away. Conversation with the senior director of quality at the user facility found that the patient allegedly got out of bed and fell forward, hitting their head. The patient allegedly sustained a bilateral hemorrhagic bleed in their brain. It was further reported that the patient was terminal and on a blood thinner, and that the user facility suspected that, due to the location of the bleed, the patient may have developed the bleed before the fall as an effect of the blood thinner. It was reported that this could have caused the patient to have a seizure, contributing to the fall. The user facility further stated that their investigation showed that it is likely bed exit was not set at the time of the event.